Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Post-op complication - left shoulder. Painful left total shoulder arthroplasty with avulsed lesser tuberosity and subscapularis avulsion/tear. Patient ID: (B)(6).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Post-op complication - left shoulder. Painful left total shoulder arthroplasty with avulsed lesser tuberosity and subscapularis avulsion/tear. (B)(6).